Manufacturer narrative:
Mfg records were reviewed and there no evidence found that the failure mode reported in this complaint was caused by the mfg process. This is the only complaint reported to date for this lot number and this failure mode. The device was returned. The balloon was then inflated with water using an in-house max 30 device. The balloon was inflated to rpb ((B)(4)) without issue. This pressure was held for 30 seconds and no leaks were detected. The deflation time of the balloon was approximately 4 seconds, which is within the specification of 35 seconds. The customer confirmed the correct device was returned for eval, because the returned device did not have a puncture as was reported by the customer. The investigation is unconfirmed for deflation issues as the device performed properly under laboratory conditions. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event.

Event description:
It was reported that the pta balloon would not deflate after the first inflation. A needle was inserted through the skin to deflate the balloon. There was no retraction difficulty. There was no reported pt injury.